Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose reading was 22.2 mmol/l at the time of event. Customer was treated with manual injection for high blood glucose. Customer stated that auto mode feature was not active at the time of event. Customer was assisted with possible causes of high blood glucose. The insulin pump will not be returned for analysis.